Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported hyperglycemia due to the insulin delivery of the infusion device being too low. This occurs after the insulin cartridge is changed. No further details were provided. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation.